Manufacturer narrative:
It was stated an onsite service was created on another case to fix the reported issue, but the quote on this referenced case has since expired and no service was performed for the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the front bezel is defective. There was no reported patient involvement.